Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast augmentation revision mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a breast augmentation revision surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient wanted larger implants and went in for another revision surgery on (B)(6) 2022. During the procedure, the surgeon discovered that both implanted devices were ruptured. As a result, the implants were removed and replaced with allergan implants. There were no reported patient consequences or procedural delays due to the ruptures. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
On september 01, 2022, the product investigation was completed. Device investigation summary: mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had a crease/fold extended from the posterior to the anterior view. In addition, a tear was found within the crease/fold on the posterior view extending to the anterior view, measuring approximately 6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).